Event description:
Same case as MDR ID: 2134265-2013-05840. It was reported that during a percutaneous coronary intervention, stent damage occurred. The target lesions were located in the first diagonal and the saphenous vein graft. The vein graft was an in-stent restenosis of previously implanted non-bsc stents and had a "steep" bend. The physician treated the lesion with placement of several promus element plus stents beyond the lesion bend, including a 4.00mm x 12mm promus element plus stent . An unspecified size maverick balloon catheter was advanced to the lesion. Upon inflation, the balloon catheter jumped forward due to the calcification just prior to the recently deployed 4.00mm x 12mm promus element plus stent and subsequently, the struts of the implanted 4.00mm x 12mm promus element plus stent became bent. The physician thought perhaps that the non-bsc guide wire may have gone underneath the stent and the guide wire was pulled back and reintroduced through the deformed stent. The physician dilated the deformed struts using a 3.5mm x 30mm maverick balloon catheter and implanted 3 promus element plus stents and the procedure was completed. A total of 7 stents were implanted inside the patient. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).